Manufacturer narrative:
H6: the reported device was received for evaluation. The visual inspection was performed on the complaint unit and found that mdu receptacle ports had carbon deposition . There was a co-relation found between the reported complaint and the visual inspection. The functional inspection was performed on the complaint unit. Mdu connected to the controller mdu not working . The complaint unit was tested with known mdu receptacle harness assy its working. Hence it is confirm that mdu receptacle harness assy was faulty. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force, misalignment, or twisting of the connector during connection/disconnection to a control unit. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the dii controller port a was not working. The procedure was finished with a smith and nephew back up device. There was a surgical delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference number: (B)(4).